Event description:
It was reported that the insulin gauge was inaccurate. Reporte4dly, the customer filled the cartridges with cold insulin. Tandem's technical support educated customer on cartridge labeling. Customer loaded a new cartridge to resolve the issue and continued to use the pump for insulin therapy. Customer's blood glucose was 400 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.